Manufacturer narrative:
An event regarding instability involving a triathlon baseplate was reported. Medical review of the provided medical records confirms malposition of the baseplate. Method & results: -device evaluation and results: not performed as the baseplate was not returned, it remains implanted. -medical records received and evaluation: the medical review indicated femoral component malposition in posterior position plus excessive distal femoral bone resection in combination with baseplate malposition in excessive posterior slope of 11° has contributed to complex and global knee instability with pain symptoms requiring revision. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant indicated the medical review indicated femoral component malposition in posterior position plus excessive distal femoral bone resection in combination with baseplate malposition in excessive posterior slope of 11° has contributed to complex and global knee instability with pain symptoms requiring revision. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient visit out clinic with pain and instability. Update: based on the medical review the femoral component malposition in posterior position plus excessive distal femoral bone resection in combination with baseplate malposition in excessive posterior slope of 11° has contributed to complex and global knee instability with pain symptoms requiring revision.